Event description:
Pieces of the trial heads have broken off. This was discovered at the sales office while preparing the instrument case. This event did not occur during a surgical procedure. Therefore, did not cause any adverse consequence for any pt.